Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Manufacturer's first level investigational unit confirmed the lancet does not retract back into the multiclix device. No adverse event reported. Replacement was sent.